Event description:
It was reported that the intraocular lens (iol) was explanted from patient's operative eye as other disorders were found during the post-operative examination. A same lens model with different diopter (17.5d) was used as the replacement iol. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. The best estimate date is between aug 18, 2021 and dec 9, 2021. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information : additional information received revealed that the disorders found in the post operative examination was that the patient was unsatisfied with the blurry vision. This made her daily tasks difficult to perform. The original pre-operative visual acuity was 20/80 with correction. Post-implanting with the suspect lens in the left eye, the visual acuity was found to be 20/80 which improved to 20/25 uncorrected after the replacement lens was placed. The patient is now satisfied. Patient weight is 150 lbs. Additional information received from the surgery center revealed that the disorder found in the post operative examination was that the patient was having blurred vision and thus unsatisfied. Fields below updated: section a4: patient weight: 150 pounds. Section h6: health effect - clinical code: 2137 - blurred vision. Corrected data: upon reviewing the complaint folder, it has been determined that even though patient had difficulty in performing the daily tasks due to the blurry vision, the original lens of 20.5d was replaced with a 17.5d lens of same model, with patient satisfied with the vision post- explant. Hence, there is a significant change of 3d between the power of original suspect and the replacement lenses which indicates the possibility of some calculation error during the initial procedure that would have led to the event of blurry vision and the event could not be attributed to some product quality issue of the original lens and hence, the event is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 3012236936-2022-00077. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.